Manufacturer narrative:
Additional information received by smiths on 29-jun-2021 via email: reported to have failed during testing and no patient involvement was reported. H6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a damaged battery door. The customer stated problem was not duplicated. The device's delivery accuracy was running at three different tests, one of the tests was found to be under the manufacturing specifications. The device was out of mechanical specifications. The expulsor was replaced in order to bring the delivery into a nominal range. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed volume test by under infusing. There was no reported adverse event.